Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level, value was not provided. Customer alleged that the pump ¿delivered too much insulin¿. In addition, contact alleged an unspecified issue with the cartridge. Reportedly, the customer replaced the cartridge to resolve the issue. Additional information was not provided.